Event description:
The customer reported via phone call indicating that she had a sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 159 mg/dl. After troubleshooting was done, the customer has noticed that there is bent cannulas on previous sensor. Custoemr was advised that we would replaced sensor and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.